Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion and variable thresholds noted on the capture management trend. The capture management was programmed off and the leadless ipg remains in use. No patient complications have been reported as a result of this event.